Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the (B)(6) male patient had cook abdominal aortic aneurysm (aaa) and iliac bifurcation device (ibd) devices implanted in either 2011 or 2012. The exact devices are not known however the imaging suggests that the main body is a flex (tffb) device, the leg extensions are spiral-z (zsle) and the ibd is a zbis device. About 6 or 7 years after the initial procedure, the patient has now presented with an anatomical expansion of his aortic aneurysm and a type ia endoleak due to the progressive nature of the patient's aortic disease. The physician has requested a plan for a fenestrated cuff with fenestrations for both renal arteries, and the superior mesenteric artery (sma), and a scallop for the coeliac artery. The patient has not experienced any adverse effects due to the reported occurrence. As reported, an additional procedure is being planned.

Manufacturer narrative:
Evaluation / investigation: the device was not available for evaluation. Without the complaint device, a physical investigation was not able to be completed. Imaging was provided for review. A document based investigation has been performed. A review of the provided imaging, instructions for use and quality control data was conducted. A computerized tomography (CT) scan study, estimated to be at 6 or 7 years post endovascular abdominal aortic aneurysm (aaa) repair, was provided. The CT study is dated (B)(6) 2018. There is an endovascular stent graft in the infrarenal aorta with bilateral iliac legs and an iliac branch graft extension on the right. There is a pararenal aaa beginning immediately below the superior mesenteric artery (sma). The aneurysm involves the origin of the left renal artery (lra) and the lower right renal artery (rra). The proximal main body device (likely a tffb 36 x 113 mm device) begins 6.8 mm below the rra with no proximal seal. The graft diameter at this level is 36 mm, while the aortic diameter measures 47.8 mm here, resulting in a type 1a endoleak. The maximum aaa diameter is 56.3 mm at the distal aorta. The main body device measures 111 mm in length from the proximal edge to the contralateral limb. An iliac leg (likely a tfle 12 x 56 mm device) overlaps in the contralateral limb for 20 mm and extends into the right common iliac artery (cia) where it bridges with an iliac branch device (likely a zbis 10 or 12 x 45 x 41 mm device). The zbis device overlaps 17 mm with the distal tfle leg and seals distally in the right external iliac artery (eia) for 28 mm. A hypogastric stent extends from the branch and seals in the proximal right hypogastric artery. The right cia aneurysm is successfully excluded with no distal endoleak evident. The left iliac leg (likely a tfle 14 x 73 mm device) overlaps 53.7 mm in the ipsilateral limb and extends to the distal left cia. The distal leg diameter measures 14 mm but the cia diameter is dilated to17.9 mm here, resulting in no distal seal and a type 1b endoleak. The endoleak appears limited and does not extend proximally into the aortic sac. Impressions of the imaging reviewer: this is a pararenal aaa beginning immediately below the sma and involving the origins of the lra and lower rra. There is also aneurysmal dilatation of the right cia just above the bifurcation. An infrarenal stent graft is positioned below the rra with lack of any proximal seal due to no infrarenal neck. The graft measures 36 mm and the aorta at this level measures 47.8 mm, resulting in a type 1a endoleak. Preoperative imaging would be necessary to determine anatomic suitability at the time of repair or if this represents progression of disease. The low position of the main body device could be due to incorrect positioning at the time of repair or migration due to progression of disease. An iliac branch device is positioned in the right cia and seals distally in the eia and hypogastric artery, successfully excluding the cia aneurysm. There is a type 1b endoleak involving the distal left iliac leg due to the graft being undersized. The distal leg diameter measures 14 mm and the cia at this level measures 17.9 mm, resulting in lack of distal seal. The endoleak appears to be limited around the distal segment of the iliac leg. Preoperative imaging would be necessary to determine anatomic suitability for the implanted device at the time of repair or if this represents progression of disease. It is likely that the devices used in this case are: main body tffb-36-113, right iliac leg tfle-12-56, right zbis-10-45-41 or zbis-12-45-41, left iliac leg tfle-14-73. A review of the device history record could not be performed due to insufficient lot information. A proximal type ia endoleak in the main body tffb device is confirmed. The aneurysm involves the origin of the lra and the lower rra. The proximal main body device (likely a tffb 36 x 113 mm device) begins 6.8 mm below the rra with no proximal seal due to no infrarenal neck. The graft diameter at this level is 36 mm, while the aortic diameter measures 47.8 mm here, resulting in a type 1a endoleak. The maximum aaa diameter is 56.3 mm at the distal aorta. The low position of the main body device could be due to incorrect positioning at the time of repair or migration due to progression of disease. Preoperative imaging would be necessary to determine anatomic suitability at the time of repair or if this represents progression of disease. According to the instructions for use (IFU), utilizing CT, length measurements should be determined to accurately assess infrarenal proximal neck length as well as planning main body sizes and leg components for zenith flex aaa endovascular grafts. Advance the delivery system until the four gold radiopaque markers are just inferior to the most inferior renal orifice. Inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak. Undersizing or oversizing may result in incomplete sealing or compromised flow. Per the image review, there is a type 1b endoleak involving the distal left iliac leg due to the graft being undersized. Without the pre-implantation imaging and/or planning and sizing sheet, it is not possible to determine anatomic suitability at the time of repair or if inaccurate device selection was made. It was reported that no pre-operational imaging is available and no planning or sizing information is available. Since anatomical expansion and a type ia endoleak was reported due to the progressive nature of the patient's aortic disease, it is concluded that the proximal endoleak in the tffb main body device is an adverse event related to patient condition. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event information has been received since the last report was submitted on 19jun2018.